Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure for a distal femur fracture, the surgeon was using the drill sleeve and a drill bit and both were found broken prior to drilling so no broken pieces were retained within the patients bone. Another drill guide and drill bit were available for use. Procedure was delayed approximately 10 minutes. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.